Event description:
Compalinant alleged that during inservice training by facility staff, the device's video display shrunk. The complainant indicated that there was no patient involvement in the reported failure.